Event description:
The customer reported that while the unit was in use on a patient, they observed that the autofill luer connector on the safety disk was broken. The pt was switched to another unit and therapy was continued. No patient injury was reported.